Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to the infusion set. Follow-up was completed with patient on (B)(6) 2011, and patient reported this first occurred around (B)(6) 2011. He had shoulder surgery around the same time, and his activity level decreased. Patient thought elevated blood glucose was due to this. Blood glucose elevated to 200-300 mg/dl, and target blood glucose is 80-150 mg/dl. Patient delivered insulin injections and programmed a temporary basal rate to treat hyperglycemia. Patient changed to a different type of infusion set, and blood glucose returned to normal. No issues were noticed during the preparation or removal of the infusion set. The first time he used the infusion set, the cannula did not go in far enough. Patient thought this was due to user error. There was no insulin leakage. The "tip" also appeared bent a few times after the headset was removed. Insertion device was used to insert the headsets. No product was requested for evaluation. Request was submitted for replacement product. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.